Event description:
The pt had a MRI performed on him. Pt was scanned with the coil for a hip examination. The pt was wearing a pt gown and the distance (air gap) between coil cable, and pt was approx 1 cm. The call bell was given to the pt and the pt rang bell. Technologists then examined the pt for heat generating issues and did not find anything. The examination was completed and two hrs later, the pt returned to the ER for treatment. Two 2nd degree burns with blisters, 2 cm in diameter were noted on the pt's inner thighs.